Event description:
The device involved in this MDR report was explanted 17 months after implant because of high rate pacing. During scheduled follow up, a pacing rate of 112 ppm was observed in dual chamber mode (dddr mode basic rate of 60 ppm and maximum tracking rate of 120 ppm); the patient was asymptomatic. The device was reprogrammed to nominal mode (vvi - 70 ppm) ; ventricular pacing at 192 ppm was observed (in vvi mode); no further reprogramming could be performed. Therefore the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The (hardware) rate limit on symphony pacemakers is equal to 195 +/- 5 ppm. The analysis is pending.